Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: report wont power on, defective iui was unable to replicate. As received, the pcu powered on and identified the attachment units on both left and right side. However, the pcu was detected defective battery upon the completion of the power on self-test. Defective power supply board is the main cause of report defective battery. The charge circuit had never turn on. The nsw_5v was shorted. Visual inspection was performed on both iui connectors. No observation. Conclusion: defective power supply board is the main cause of report defective battery. The charge circuit had never turn on. The nsw_5v circuitry was shorted. No fault found on the both iui connectors. Rework: recommend replacing power supply board. (The power supply board was removed and retained in (B)(6) lab). Disposition: route to service for normal process.